Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 42 mg/dl. Customer was not hospital due to low blood glucose, but did receive medical attention while at the hospital. Customer was treated with glucose via IV. Customer was educated on basal rates and suspend features.